Event description:
Patient reported pain, swelling and stiffness. Had an asr inserted. Has had a revision surgery performed with 1 litre of black pus removed and new components fitted.

Manufacturer narrative:
The devices associated with this report were not returned. The investigation could not draw any conclusions regarding the reported event. Although the root cause cannot be determined, it is known that the asr platform was voluntarily recalled in august of 2010 following an hhe (health hazard evaluation). Further analysis regarding the asr product family will be documented, as determined pertinent, in (B)(4) and (B)(4). Based on the inability to determine a root cause, the need for further corrective action is not indicated at this time.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA- (B)(4). Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.